Event description:
It was reported that the patient never had therapeutic effect and since her most recent implant she had ¿zero percent¿ relief of symptoms. The patient had seen her doctor for programming three times but ¿still had no urge to go to the bathroom, could not pee on her own, and must catheter.¿ it was later reported the patient had an x-ray performed the week prior to report and everything appeared to be in the correct place. However, the patient¿s therapy was not helping their urinary retention and they still had to catheterize in order to void. It was stated the patient had an appointment scheduled for early 2014 with their doctor and their doctor wanted to try moving the leads to rectify the therapy problems. Reportedly, the patient had 2-3 urinary tract infections since implant and they had a urinary tract infection at the time of report.

Event description:
It was later reported the patient was still having concerns with their device or therapy but they were working with their doctor or manufacturer representative.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va0agrt, implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).